Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high out of range (oor) pacing impedances. It was further reported that bruising was observed over the implantable cardioverter defibrillator (ICD) site. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6 annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low out of range (oor) pacing impedances. It was further reported that bruising was observed over the implantable cardioverter defibrillator (ICD) site. It was further reported that the rv lead dislodged and exhibited undersensing. It was noted that the patient has been raising their arm above their head a few times since the ICD system was implanted a couple of weeks ago. The rv lead was repositioned. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.